Manufacturer narrative:
(B)(6).

Event description:
It was reported that the fast fix had the second t's not triggered. No patient injury was reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The device is used. The complaint listed: ¿t2 non-deployment¿. The device was returned without t1, t2 or suture. The delivery needle is slightly bowed and the delivery curve is over exaggerated and has a slight twist. The actuator is frozen fully extended. These conditions are symptoms of difficulty in reaching the desired surgical tissue location. A functional test confirmed that the device cycled and actuated. No root cause related to the manufacture of the device can be confirmed. No further investigation is warranted.